Event description:
During device evaluation, it was found that the coating of the bronchovideoscope's connecting tube was peeling (less than1mm2). There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the root cause of the reportable malfunction could not be established. Olympus will continue to monitor field performance for this device.